Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The pt anatomy was severely tortuous, with mild aortic angulation and 9 mm in diameter. It was reported that the physician was repairing a pseudo aneurysm near a previously deployed sewn in dacron tube graft. The stent graft was deployed fine. Upon removal of the stent delivery catheter, the tip of the delivery catheter became lodged at the junction of the limb and the bifurcation of the existing tube graft. The nose cone would not withdraw. The physician attempted for an hour using the integrated balloon within the delivery catheter and attempting re-wiring the device; however, the physician was unable to remove the delivery catheter. The physician pulled on the integrated balloon catheter resulting in the balloon/tip separating from the delivery catheter and remained in the pt. The physician elected to convert the pt to an open repair. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Tapered tip/delivery catheter).